Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery-failed alarm, the battery lasting less than expected, a crack going up and down, a stuck button error, and an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-398a, mmt-332a, and mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-398a. No product return is required for mmt-332a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, sleep current test and occlusion test. All buttons function properly. No failed battery test noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed low battery alerts on 10/22/2024 09:37:00 and 10/28/2024 23:17:00. Battery cycle 3.0 received the lowbatteryalert (104) on 10/28/2024 23:17:00 faster than expected at 6.07 days. Battery cycle 2.0 received the lowbatteryalert (104) on 10/22/2024 09:37:00 faster than expected at 5.56 days. With reference to the baat tool instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 01-oct-2024 or two days prior. No stuck key alarms noted during testing, however, stuck key alarms were found in the history file on 10/14/2024 10:05:04.000 and 10/21/2024 10:45:49.000. Pump was cut to perform visual inspection and found evidence of moisture damage on the motor. The following were noted during visual inspection: dried insulin - motor slide, stained keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and serial number label missing. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was confirmed. Stuck button error alarm did not occur during testing, however, stuck button alarms were found in the history file. Failed battery, stuck button error alarm, no delivery/occlusion alarm and unexpected insulin flow blocked alarm were not confirmed. Exposed to moisture confirmed due to dried insulin on motor. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.